Manufacturer narrative:
Patient code 3191 is being used to capture the additional surgical intervention that was required. Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was presented to the clinic due to feeling irregular heart beat and palpitation. Electrogram suggested that the right ventricular (rv) lead was dislodged. Additional information was received, stating that the patient underwent a surgical intervention to reposition the lead. No adverse patient effects were reported.

Event description:
It was reported that the patient was presented to the clinic due to feeling irregular heart beat and palpitation. Electrogram suggested that the right ventricular (rv) lead was dislodged. Additional information was received, stating that the patient underwent a surgical intervention to reposition the lead. No adverse patient effects were reported.